Event description:
Registered nurse (rn) was using a pivo¿ blood collection device to draw blood. When rn was removing pivo, rn noticed catheter broke. Rn was careful to unattached pivo and grab the catheter that was in the patient's arm and pull it out.